Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient had a two stage reivsion of their hip arthroplasty due to dislocation, wound drainage and a chronic deep periprosthetic infection.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to dislocation.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient had a two stage reivsion of their hip arthroplasty. Implants were removed and 3 months later, final components were implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device is not reportable as it was not involved in the event and did not malfunction.